Event description:
The manufacturer received information alleging a ventilator had a burning smell. The patient also alleges klebsiella pneumonia. The patient alleged to have become fatigued, and subsequently visited the doctor. A urine culture was performed and medication was prescribed. The patient was prescribed nitrofurantoin mono-macro 100mg tablet daily for three months. The device settings at the time of the alleged burning smell was 13cmh20. The patient reported no flames were observed. There were no other electronics plugged into the same receptacle as the device. No other medical devices were in use. The patient is not a smoker, and no household members are smokers. At a later date, the patient reported "feeling better on the device and does not smell any burning odor coming from the device". The device was returned to the manufacturer service center. During evaluation of the device, the manufacturer visually inspected the device and confirmed there were no errors and no other problems found. The device was scrapped.